Event description:
It was reported that shaft break occurred. The more than 90% stenosed target lesion with a significant bend of 40 degrees was located in the mildly tortuous and mildly calcified left circumflex artery. Following pre-dilatation of a 1.5x10mm non-boston scientific balloon catheter, a 28 x 2.50 promus elite drug-eluting stent was advanced but failed to cross the lesion. However, after several attempts, the shaft broke at 45cm from the hub. The procedure was completed with another stent. There were no patient complications reported and the patient was stable.